Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient couldn¿t get their battery to synch up awhile back and stated that they think it is dead. Patient services reviewed that the longevity and that the patient had their ins for 10 years. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the device was not working since it was not charging. No further complications were reported or anticipated.